Manufacturer narrative:
(B)(4). Concomitant medical products- unknown ib knee femoral , catalog # unknown, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. X-rays reviewed by a radiologist indicates that there is abnormal alignment of the femoral component and extensive areas of bone loss/osteolysis involving the tibial and femoral components as described. Extensive abnormal radiolucency of the femoral component and at the lateral tibial plateau. Malalignment of the femoral component may be due to loosening but comparison with earlier radiographs would be necessary. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00747. Location of device is unknown.

Event description:
It was reported that the patient was revised due to femoral loosening. All components were removed as the patient was revised to a different system. Attempts have been made and additional information on the reported event is unavailable.